Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from t charring that occurred on the grey yaw pulley. The instrument passed energy delivery test. Components adjacent to the yaw pulley do not show damage.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the 8mm permanent cautery hook was smoking before it was needed and then when energy was activated it would not heat up appropriately. The procedure was completing as planned with no reported injury.